Event description:
Patient reported rupture against left side device. Healthcare professional later confirmed left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell, striated opening on radius and anterior, non-penetrating nick and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening. A striated opening on radius and anterior assessed as surgical damage. Reason for reoperation: rupture.